Event description:
It was reported that the user experienced continuous glucose monitor pairing failure, followed by sensor failure and sensor unavailable alerts, which prevented glucose readings from displaying until the pump and cgm were rescanned and the pump was restarted. Symptoms included no reported adverse physiological effects, and the user¿s blood glucose was reported in range at 121 mg/dl. Outcomes included temporary interruption of cgm data to the pump with restored readings after troubleshooting. Investigation included technical support guidance to re-scan the cgm, verify bluetooth functionality, and restart the pump. Investigation of this case revealed successful restoration of cgm communication to the pump and the appearance of a magnifying glass symbol indicating potential inaccuracy while sensor data stabilized. It was concluded that the issue was resolved through user-level troubleshooting with no clinical harm.